Event description:
It was reported by service report that during preventative maintenance, found the stair chair missing restraint strap ankle. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other - ankle restraint strap.